Event description:
This suture is used in septo-rhinoplasty procedures. The needle has broken in the septum two times on different occasions. There has been no damage or injury to either pt, except for additional anesthesia time to extract needle halves. Surgery dates were 7/10/95 and 10/18/95.